Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life of the insulin pump and also received unexplained no-delivery alarms. The customer also reported that the insulin pump's screen was cracked and also the insulin pump rejected new batteries. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-242a. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device will be returned. Mmt-332a was requested and the customer response was that the device will be returned. Mmt-242a was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump passed self test, active current measurement, and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 4.0 received the lowbatteryalert (104) on 06/07/2025 03:50:00 after more than 7 days at 11.28 days. Battery cycle 2.0 received the lowbatteryalert (104) on 05/09/2025 14:05:00 after more than 7 days at 33.84 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No unexpected insulin flow blocked alarms noted during testing in the pump history within two weeks of the event date. No motor alarms noted in the pump history or long trace files or during testing. No failed battery alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, internal battery and vibrator assembly noted. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, minor cracked lcd display window, cracked belt clip rails, and cracked battery tube threads. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Alleged insulin flow block alarms not confirmed during testing. Unexpected battery power loss was not confirmed. Alleged failed battery alarm not confirmed during testing or in the power management graph. Alleged cosmetic damage confirmed where minor cracked lcd display window was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.